Event description:
An endopath ets-flex 45 stapling device with a white vascular load of staples was then placed across the base of the appendix where it took off the funnel-shaped cecum. However the stapler misfired and as such use of that stapler was aborted.